Manufacturer narrative:
This case, with patient identifier (B)(6) test strip lot number 105358), is related to case with patient identifier (B)(6) (test strip lot number 105320),

Event description:
It was reported the patient received the following results within 15 minutes: 199 mg/dl and 85 mg/dl. One blood glucose result was obtained from test strip lot number (105358) and the other blood glucose result was obtained from test strip lot number (105320). However, it could not be clarified which test strip lot gave which result.